Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue on the pump. The reporter indicated that the battery compartment was cracked. There was no known moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: a review of the black box revealed evidence of partially discharged batteries being installed on (B)(6) 2016. The battery cap secured to the pump. Battery compartment cracks were observed from the thread area to the case seal and below the grip pad. Current draws were within specifications. The reported "battery life" issue was not duplicated during investigation. The pump case was removed; there was no evidence of moisture or loose components observed inside the pump. Unrelated to the complaint, the display was observed to be dim and discolored.